Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) verified the error in the logs, reproduced the issue, and replaced the left master tool manipulator (mtm) to correct the reported problem. The system was then tested and verified as ready for use. Isi has received the mtm; however, the failure analysis evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the procedure was converted to an open approach due to repeated left master tool manipulator (mtm) errors. The error was troubleshooted, the site attempted to recover the error and performed a power cycle with no change. The procedure was converted to an open approach due to the system's non-recoverable fault. Due to the conversion, the procedure was prolonged for multiple hours. The patient was transferred to the intensive care unit postoperatively.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and found to have an error when installed onto an in-house system. The error was replicated on start-up. Due to the errors, the roll motor and slipring will be replaced since they were consistent with the error. A review of the site¿s system logs confirmed the error pointing to the mtm. The complaint was confirmed, which indicates that the device may have contributed to the customer reported issue.